Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported high blood glucose and insulin pump alarmed no delivery. Customer stated that she changed her infusion set three times and still getting no delivery alarm. Customer stated that her blood glucose was above 300 mg/dl for the past two days and had diabetes ketoacidosis. She stayed home and did not go to the hospital. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Customer stated that she tried all remedies but still getting no delivery alarm and declined to troubleshoot. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.